Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular defibrillator (B)(6) 2010; 694965 implantable tachy lead (B)(6) 2006; 4193 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a tear. Also visual summary analysis of the lead indicated apparent explant damage and lead stretching.

Event description:
It was reported that during a system change out procedure the right atrial lead was damaged, the lead was removed and replaced with a new lead. It was also reported that there were high thresholds in the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.